Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received repetitive inappropriate shocks from his implantable cardioverter defibrillator (ICD) due to a lead malfunction. Therefore, a subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. The patient then experienced a spontaneous ventricular fibrillation (vf) which had been induced by a premature ventricular contraction (pvc). The vf was successfully terminated by a single shock. Episode review confirmed the shock was inappropriate. No adverse patient effects were reported.